Event description:
Patient hematoma was reported. A service report completed 07/28/2015 indicated that the device was in compliance with dornier specifications. A hematoma is listed as a potential adverse effect and complication in the compact delta operating manual. The customer did not provide any additional information regarding the patient. No fault with device as manufactured. Device was found to be functioning within dornier specifications. (B)(4).